Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: safety glide will not retract to add vaccine.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: safety glide will not retract to add vaccine.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.